Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damage.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure to treat jaundice and lower abdominal pain performed on (B)(6) 2025. During the procedure, the balloon was damaged and it could not be properly inflated in the papilla. The procedure was completed with another cre wireguided dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) stone removal procedure to treat jaundice and lower abdominal pain performed on (B)(6) 2025. During the procedure, the balloon was damaged and it could not be properly inflated in the papilla. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. .additional information received on january 22, 2025. It was clarified that the damage observed on the balloon was a burst.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damage. Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes) block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon, a failure to inflate. The pinhole was located approximately 35 mm from the tip. Media inspection was performed, the photo attached showing the device but is not possible to observe any damage. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 35 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the pinhole found on the balloon. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure.